Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7082431.

Event description:
It was reported that the patient passed away three days post implant of the spinal cord stimulator (scs) system. No abnormalities arose during the procedure, and when the patient was spoken with the day following the procedure there were no signs of complications. It is not known if the patients' death was device or procedure related. The devices were explanted and disposed of by the facility, and will therefore not be returned for analysis.